Event description:
It was reported that a pump intermittently turns on and off. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter's engineering investigation is progress. When complete, a supplemental report will be submitted.